Manufacturer narrative:
Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Product analysis confirmed the reported fluid leak at the pump strain relief cylinder krt junction due to fatigue. Product analysis did not confirm a device malfunction with the reservoir. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 817238 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to fluid loss caused by a broken cylinder tubing. A 12.5x8 ambicor penile prosthesis (app) was tried but not implanted because the tubing exiting too high for the patient. A 14x20 app was used to complete the procedure. No further complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as relevant information becomes available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to fluid loss caused by a broken cylinder tubing. A 12.5x8 ambicor penile prosthesis (app) was tried but not implanted because the tubing exiting too high for the patient. A 14x20 app was used to complete the procedure. No further complications were reported in relation to this event. No more information is available at the moment, additional information will be provided as relevant information becomes available.